Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was learned that the device was explanted at implant due to a sizing issue. Per the operative report, it was learned that after implanting the valve, "there were no perivalvular leaks...however, after shortly separating from bypass a large amount of red blood was noted to be coming from the back of the heart and the patient was placed emergently back on bypass. The heart was re-arrested. The left atrium was opened and the prosthesis was removed." They replaced the valve with a smaller size prosthesis. It was stated taht the patient was brought back to the ICU in critical but stable condition.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.